Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported channels b and c device door rollers were broken. The device was returned to the biomedical department for a report of channel b and channel c-door roller broken. No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted channels b and c device door rollers were broken. No additional information was provided.